Manufacturer narrative:
Details of complaint: the customer called stating that one of her monitors was having issues reading the resp. She stated that the values are lower than expected. She stated that she can manually count, and they should be above 40, the resp values displayed by the monitor varied below 35 at times. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk score is medium. Upon following up with the customer, it was reported that there were no further issues to report. It is unknown what was done to the device. Root cause cannot be determined. As this issue has an overall risk score of medium and root cause cannot be determined, a CAPA is not required per corrective action and preventive action process, sop07-003. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional device information: the following device was being used in conjunction with the g9 unit: d10 concomitant medical device: cns: model #: pu-681ra sn #: 561 additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The nurse reported that the respiratory values are lower than expected. Stating that it should be above 40; however, the respiratory values displayed on the monitor varied below 35 at times. No consequence or impact to the patient was reported.

Manufacturer narrative:
The nurse reported that the respiratory values are lower than expected. Stating that it should be above 40; however, the respiratory values displayed on the monitor varied below 35 at times. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event. If additional information becomes available. Attempted to obtain the initial reporter last name and email address, but unsuccessful.

Event description:
The nurse reported that the respiratory values are lower than expected. Stating that it should be above 40; however, the respiratory values displayed on the monitor varied below 35 at times. No consequence or impact to the patient was reported.